Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s husband reported that approximately two months prior to calling adc customer service, customer¿s adc blood glucose meter displayed an error 6 message. Caller further noted that about three weeks before calling she self-presented to a clinic appointment and was diagnosed with low blood sugar and given an unspecified medication. The next day, in the early morning, she was rushed to the hospital because she was ¿lightheaded, dizzy, vomiting and sweating¿. Caller noted she was given an unspecified medication and added that an unspecified medication was ¿upgraded and changed¿. Customer was discharged from the hospital the following day. Caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s husband reported that approximately two months prior to calling adc customer service, customer¿s adc blood glucose meter displayed an error 6 message. Caller further noted that about three weeks before calling she self-presented to a clinic appointment and was diagnosed with low blood sugar and given an unspecified medication. The next day, in the early morning, she was rushed to the hospital because she was ¿lightheaded, dizzy, vomiting and sweating¿. Caller noted she was given an unspecified medication and added that an unspecified medication was ¿upgraded and changed¿. Customer was discharged from the hospital the following day. Caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. As the manufacturing date of the reported meter is before 2010, the reported precision xceed meter exceeded its useful life. It has been determined to have met specification when the product was released and through its lifespan. Therefore, no further meter investigation activities are required. The reported complaint correspond to meter related errors, calibrator related errors, or strip expiry errors. The test strips related to this complaint were within expiry at the time of complaint, therefore, this complaint is not related to strips. This lot also did not have a calibrator. This issue is related to the meter and no investigation activities relating to strips are required. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. (Outcomes attributed to ae) has been updated to also include (required intervention) as stated in the case details.